Event description:
Material had a small hole. Before using it there was some orange things on the material. She started using it, smelled smoke, took it off, looked at it and then there was a hole and wires were exposed. She did not get burned.